Manufacturer narrative:
Concomitant medical products: product ID 37602, serial# (B)(4), implanted: (B)(6) 2014, product type: implantable neurostimulator. (B)(4).

Event description:
Additional information was received from a health care provider (hcp). It was reported that the patient had an extensive programming visit where programming was performed to benefit both the patient¿s dysarthria and the battery¿s drain as it was the patient¿s primary concern at that time. The patient was programmed on channels a/b to reduce the dysarthria symptom. The patient reported the dysarthria symptoms were bothersome and wanted to know if there were new products with a longer battery life. It was noted that there were no impedances or malfunctions so there was not any other interventions performed, apart from programming to prolong the battery life. If additional information is received, a follow-up report will be submitted.

Manufacturer narrative:
Concomitant medical products: product ID 37602, serial# (B)(4), implanted: (B)(6) 2014, product type: implantable neurostimulator. (B)(4).

Event description:
Additional information was received from a health care provider (hcp). It was reported that the patient had an extensive programming visit where programming was performed to benefit both the patient¿s dysarthria and the battery¿s drain as it was the patient¿s primary concern at that time. The patient was programmed on channels a/b to reduce the dysarthria symptom. The patient reported the dysarthria symptoms were bothersome and wanted to know if there were new products with a longer battery life. It was noted that there were no impedances or malfunctions so there was not any other interventions performed, apart from programming to prolong the battery life. It was also noted that the implantable neurostimulator (ins) on the right was slightly higher to account from tremor control on his dominant hand. The patient has not needed to increase the stimulation of his left hand as much as he preferred to have speech clarity. While stimulation was on and optimized, the patient¿s total score on a tremor rating scale was 26.5 out of 144; the patient experienced more tremor symptoms in his arm muscles. It was noted that the patient had an unrelated pre-diabetic diagnosis and a controlled 40 pound weight loss since the diagnosis. At a follow-up appointment with the health care provider (hcp) the patient noted he had experienced ¿more imbalance¿ issues recently and had a total score on the tremor rating scale of 39 out of 144 while stimulation was on and optimized. The patient mentioned during the appointment that he was feeling discouraged about the battery¿s rate of depletion. The patient was reprogrammed and reported that he was pleased the device was using less voltage and with his overall response to the dbs therapy. If additional information is received, a follow-up report will be submitted.

Manufacturer narrative:
Concomitant product: product ID 37602, serial # (B)(4), implanted: (B)(6) 2014, product type implantable neurostimulator. (B)(4).

Event description:
A consumer reported that every implantable neurostimulator (ins) they had caused sudden speech and speaking issues. Turning the right ins off resolved the issue. No falls or trauma was reported. The patient's indication for use is essential tremor. No cause, troubleshooting, or outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow up report will be sent.